Event description:
A malfunction alarm was reported with the code malf 12 displayed on the device. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions on how to reset the pump, and the caller successfully performed the reset without the malfunction recurring. The customer was advised to continue using the pump and to contact support if the issue reoccurs.